Event description:
Caller reported malfunction on pump. There was no adverse impact to customer¿s blood glucose level. Technical support assisted in resetting pump and reconnecting it to sensor, allowing insulin delivery to resume. The pump was replaced to resolve the issue, and the customer will use current pump or a backup insulin pump for insulin therapy until the replacement arrives.